Event description:
It was reported that the patient received inappropriate shocks, there was high impedance and oversensing. The patient was admitted to the hospital for lead replacement as a fracture was suspected. Hvb and svc impedances were normal, so the high voltage coil remains in use. The pace/sense portion of the lead was capped, and a new lead was placed for pacing and sensing. No further patient complications have been reported as a result of this event. Additional information was received from an attorney alleging the patient sustained injuries. No specific patient injuries were reported.